Event description:
It was reported, the patient was in physical therapy for their nerves. It was noted the physical therapy, like throwing balls, made the patient¿s device act ¿all crazy, like twisting and ripping out of their skin and getting all hot.¿ it was reported that walking made the patient¿s back spasm. It was noted being in a car did not help much either. It was reported the pocket area got hot and squishy during physical therapy.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).